Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Is the current patient status known? Unk. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H1 - not reportable,

Manufacturer narrative:
(B)(4). Batch # v94w2t. Date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that the device got jammed during its use. No patient consequences reported. No further information is available.